Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cutting gum [gingival injury]. Toothbrush fell apart in mouth ending in a result of cutting gum [injury associated with device]. Oral-b dual clean toothbrush fell apart in mouth / broken [device breakage]. Case description: a husband reported via e-mail on (B)(6) 2016 that while his wife of unspecified age, who is 8 months pregnant, was using an oral-b dual clean brushhead while brushing her teeth with an oral-b rechargeable toothbrush, version unknown, it fell apart in her mouth and ended up cutting her gum. The husband provided photos of the broken item. The case outcome was unknown. No further information was provided. On 29-dec-2016 received husband's follow-up e-mail: the husband reported that he did the "coin trick" over the logo, and nothing happened. No further information was provided.

Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned one toothbrush head on (B)(6) 2017. Toothbrush head confirmed to be counterfeit

Event description:
Cutting gum [gingival injury], toothbrush fell apart in mouth ending in a result of cutting gum [injury associated with device], oral-b dual clean toothbrush fell apart in mouth / broken [device breakage], product counterfeit [product counterfeit]. Case description: a husband reported via e-mail on (B)(6) 2016 that while his wife of unspecified age, who is (B)(6) pregnant, was using an oral-b dual clean brushhead while brushing her teeth with an oral-b rechargeable toothbrush, version unknown, it fell apart in her mouth and ended up cutting her gum. The husband provided photos of the broken item. The case outcome was unknown. No further information was provided. On (B)(6) 2016 received husband's follow-up e-mail: the husband reported that he did the "coin trick" over the logo, and nothing happened. No further information was provided.